Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, broken reservoir tube lip and cracked reservoir tube window. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.